Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated that his stimulator is doing a great job but it cannot keep up with the pain that they are getting. Patient stated that they need a (B)(6) pump put in to dispense medicine into his spinal cord. The patient was redirected to their healthcare provider to further address the issue. Pt stated that they have a boston scientific spinal cord stimulator. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".